Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced an infusion set leakage event on 28-oct-2024. The leakage was in the tubing. Patient also reported bleeding at the insertion site. No further information was available.